Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k020332. The most common cause for missing components including labels is due to operator error. It is likely that the cause of the missing product labels in this case is also due to the failure of the operator to attach the product labels to the rt226 infant breathing circuit bags. There is an sop (standard operating procedure) put in place to assist operators in the production line to correctly label circuits. The operators must check the printed label against the label master and place the correct labels on each circuit bag. The device is currently en route to the MFR for inspection. We will provide a f/u report with the results of our investigation and a confirmation of the alleged fault. We could not perform a lot check as no lot info was provided. (B)(4).

Event description:
A distributor in (B)(4) reported that during their inwards goods inspection, they found that there were no product labels on the rt226 infant breathing circuit kits. No pt consequence was reported.